Event description:
Near the end of procedure, anesthesia unit stopped functioning. No end tidal available, would not ventilate patient, when anesthesiologist was trying to problem solve, machine failed calibration. Pt bagged manually. Moved to another room and utilized another unit.